Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler¿s syndrome, subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. In summary, the electrical module was found damaged due to a shock delivery into an external short circuit, most probably caused by the above mentioned clinical complications. The damages led to a high current condition, depleting the battery. The analysis revealed no indications of a material or manufacturing problem.

Event description:
This device was explanted and replaced when the physician was replacing the rv lead due to a fracture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. 5/13/15: this device was returned with documentation that indicates there may have been an arc to device causing component damage. Due to the new information we are reporting this event to the FDA.